Event description:
During remote follow up, loss of capture on the right atrial (ra) channel resulted in competitive atrial pacing (cap) and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed. The patient was stable.